Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ breast pain: unable to observe as it is not related to the device. ¿ lump/nodule: unable to observe as it is not related to the device. ¿ visibility/palpability: unable to observe as it is not related to the device. ¿ rupture: observed broken device assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. Shell thickness within specification) no additional observations performed on the device. No further actions are required additional, changed, and/or corrected data: b5; b6; d9; h3; h6.

Event description:
Patient reported left side changes, lumps, pain, "no longer in order," recalled, rupture, knot, hardening, breast changes, and severe pain. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported "I noticed changes and a lump in my breast", "I had pain", "the implants are absolutely no longer in order", "information that the implants had been recalled a long time ago." Diagnosed by ultrasound and MRI. Later reported rupture diagnosed by MRI. Device remains implanted. This relates to the left side.